Event description:
It was reported the patient is deceased and died approximately three months post implant of the implantable pulse generator (ipg) system. The patient is reported to have had an aortic valve replacement procedure which led to complete atrial/ventricular block and device system implant one week post valve surgery. The patient had suspected endocarditis and vegetation was noted on the right atrial lead. The device system was explanted; the patient was started on antibiotic therapy and is reported to have died the day after system removal. The cause and circumstances of the patient death have been requested and not received.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a3dr01 ipg implanted: (B)(6) 2013. (B)(4).